Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer's calibration and qc results were ok. The field service representative found paper on the tip of one of the rinse nozzles of the rinse mechanism. The issue was able to be resolved by the customer removing the paper. The customer performed qc with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ca2 results for multiple patient samples on a cobas 6000 c (501) module. One example was provided. The initial result was 6.8 mg/dl. The repeated result was 9.1 mg/dl. The questionable result was reported outside of the laboratory and a corrected report was made. The repeated result was obtained on another analyzer and was believed to be correct.